Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. Review of device history records found these units were released to distributor with no deviations or abnormalities. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product ¿ m2a magnum head catalog#: 157448, lot#: 164347. M-h pc catalog#: 11-104111, lot#: 011240. M2a magnum inserter catalog#: 139252, lot#: 872810. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision eight years post-implantation due to loosening of the acetabular cup. During the procedure, the cup was removed and replaced. No additional patient consequences were reported.